Event description:
On (B)(6) 2014, an initial runoff showed a highly stenosed, focal popliteal lesion. Physician used a .014 terumo glidewire advantage to cross the lesion. After crossing the lesion, the physician was hesitant to exchange guidewire and decided to perform atherectomy with the phoenix system and the contraindicated glidewire. Physician had used the phoenix and glidewire together in approximately 4 physician preference cases and felt comfortable that the wire would be compatible with the expected short phoenix usage time. The 2.2 mm phoenix catheter was selected to treat the popliteal lesion successfully with approximately 45 seconds of run time. After improving inflow, add'l disease was identified in the tibial peroneal trunk (tpt). The physician advanced the 2.2 mm phoenix into the tpt and again successfully debulked the lesion. The physician elected to treat the lesion in the proximal anterior tibial artery (ata). Volcano representatives present during that time recommended exchanging to a smaller 1.8 mm phoenix catheter and a more supportive wire. The physician opted to proceed with the original device stating that the vessel sizing was correct. The glidewire was pulled back and the ata was wired. The 2.2 mm phoenix was advanced into the ata, and, after successfully debulking the takeoff of the ata, a perforation was observed in the mid-ata. At this point, increased friction was noted between the phoenix catheter and the glidewire. The physician removed the catheter and wire as a unit. After successfully rewiring the vessel, a 3 mm angioplasty balloon was inflated for an extended period (approximately 3 mins). A subsequent angiogram was performed and revealed continued contrast extravasation. The physician deployed a 2.8 x 24 mm abbott graftmaster covered stent to repair the perforation resulting brisk flow being seen to the pt's foot.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device lot was reviewed. There were no noted discrepancies that would indicate a manufacturing issue contributed to this event, and all devices released in to inventory from this lot met all applicable manufacturing and qual requirements. The device used during this case is not being returned to volcano as it was discarded by the hosp therefore, no further device eval could be performed. No further action is anticipated. Volcano will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.